Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk screw/part and lot numbers are unknown; UDI number is unknown. Without the specific part number the device history records review could not be completed; and the UDI number is unknown. Complainant device is not expected to be returned for manufacturer review/investigation it was discarded. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date when putting unknown distal screws into the long multiloc humeral nail the 4.0mm titanium locking screws that was used was not engaging the unknown distal cortex. When the screw was exchanged for a longer screw the staff believed the screw threads were stripped out and could not engage the far cortex. No fragments generated. No surgical delay. The procedure successfully completed. No patient harm. Concomitant device reported: unk: nails: humeral (part# unknown; lot# unknown; quantity: 1). Unk: screws: nail distal locking (part# unknown; lot# unknown; quantity: unknown). Unk: screwdrivers (part# unknown; lot# unknown; quantity: 1). This complaint involves (2) devices. This report is for (1) unk - screws: cortex. This repot is 2 of 2 for (B)(4).